Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
The product was returned for investigation. During visual inspection the product was found to be in good condition. The keypad and labelling was intact. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The customer's reported problem regarding delivery accuracy was able to be duplicated. The cause of the reported problem could not be identified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. The expulsor will be trimmed to bring the delivery accuracy closer to nominal of a range.

Event description:
Information was received indicating that it was observed that this ambulatory infusion pump over-delivered. No adverse patient effects were reported.

Event description:
It was reported that the device was over infusing during bench test. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Three separate delivery accuracy tests were performed; at least one test was outside the pumps delivery accuracy manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: trim expulsor. D4: UDI information is unknown. G5: premarket (510k) number is unknown.